Event description:
It was reported that the patient is experiencing increased in seizures. The patient has not seen their hcp since august of last year. The patient is to follow up with a trained neurologist. No other relevant information has been received to date.